Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2021, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6) . Block h6: imdrf patient code e2401 captures the reportable event of an unspecified injury. Imdrf impact code f12 has been used in the light of the patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during total vaginal hysterectomy, bilateral salpingectomy, uterosacral ligament colpopexy, anterior/posterior colporrhaphy, advantage fit retropubic sling, cystoscopy procedures performed on (B)(6) 2021, for the treatment of stress urinary incontinence. At the time of diagnostic laparoscopy, the patient was found to have a normal-appearing uterus, tubes, ovaries and unremarkable cystourethroscopy. Furthermore, the patient tolerated the procedure well and was transferred to the post-anesthesia care unit (pacu) in stable condition. As reported by the patient's attorney, the patient has experienced an unspecified injury.